Manufacturer narrative:
Correction: describe event or problem: it was reported that bd emerald¿ 3ml syringe with needle leaked. This occurred on 500 separate occasions. No serious injury or medical intervention was reported. Verbatim: using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes. Investigation summary: DHR reviewed found no non-conformities. Customer return sample and photograph are available for investigation. Our team has reviewed the customer returned samples and the retention samples of 17l1461h by checking the pressure and leakage test on the samples. The pressure test was found to be within specifications. The leakage test on all the customer returned samples and on our retention samples were found to be negative. Thus confirming that there was no leakage in the tested sample. There was not found any defect related to the manufacturing process for this device.

Event description:
It was reported that bd emerald¿ 3ml syringe with needle leaked. This occurred on 500 separate occasions. No serious injury or medical intervention was reported. Verbatim: using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ 3ml syringe with needle leaked. This occurred on 500 separate occasions. No serious injury or medical intervention was reported. Verbatim: " (B)(6) hospital is using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger as seen in the pic and not only in one syringe but around 3 to 4 syringes."